Event description:
Customer called to report that his blood glucose levels (bgs) were elevated. His bgs ranged 319 mg/dl - 370 mg/dl. He deactivated this pod and upon inspecting the pod, he noticed the needle did not retract. Customer activated a new pod successfully and he is now educated on this issue.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.